Event description:
Blood leak was found at beginning of treatment, around 5 min after the start treatment. Blood was found in the dialysate compartment. The blood loss for the patient was about 200 ml. No medical intervention necessary.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. Further info is expected for this specific event, as soon as the sample arrives for investigation.